Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) there was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the patient¿s peritonitis. It should also be noted that the organism pasteurella multocida is often associated with an animal bite, scratch, or lick. Patient was noted to have a cat (or cats). The patient was on nystatin prior to (B)(6) 2016 to prevent fungal peritonitis but eventually grew a mold, mucor circinelloides. The majority of fungal peritonitis episodes are preceded by courses of antibiotics. The patient was receiving antibiotics for (B)(6) 2016 peritonitis. The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Medical records were received from the patient¿s treatment facility. It was noted the patient was diagnosed with peritonitis. The patient is a (B)(6) male who had a cloudy bag of peritoneal dialysis effluent on (B)(6) 2016. In addition, the patient stated he had nausea and performed two peritoneal dialysis exchanges that day and both appeared orange in color. The patient took his drain bag to the emergency room and dropped it off and received instruction for administering intraperitoneal antibiotics. The patient¿s peritoneal dialysis fluid culture on (B)(6) 2016 grew staphylococcus epidermidis. The patient continued on intraperitoneal vancomycin at home and was started on nystatin ¿to prevent yeast peritonitis.¿ the patient completed vancomycin treatment on (B)(6) 2016. On (B)(6) 2016 the patient had a follow up home visit where a peritoneal dialysis fluid culture was obtained. The peritoneal dialysis again grew staphylococcus epidermidis but, in addition, it grew mucor circinelloides and pasteurella multocida. The patient was prescribed intraperitoneal vancomycin, as well as oral amoxicillin and diflucan. The patient¿s peritoneal dialysis catheter was removed due to yeast and the patient was converted to hemodialysis on (B)(6) 2016. The progress notes indicated the patient had recurrent peritonitis. It should be noted the presence of staphylococcus epidermidis in the (B)(6) 2016 cultures would indicate relapsing peritonitis. The peritoneal dialysis fluid cell count reported in the 07/01/2016 progress notes is likely the same peritonitis reported on (B)(6) 2016 and is not a new event. Medical record information and conversation with the patient¿s nurse suggests the patient¿s recurrent and relapsing peritonitis is a result of touch contamination. The medical records do not contain peritoneal dialysis treatment records or a recent history and physical for review.